Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed and a broken two piece luer lock body with one portion was broken inside the y site was observed. The reported problem was verified during initial inspection. The exact cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set broke off when disconnecting to a clearlink system continu-flo solution set. This issue was identified during an unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.